Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the lifevest. The irritation was described as itchy, open blisters that went all the way around her torso. The patient's physician instructed the patient to remove the device to let her skin heal. The patient reported that removing the device had already helped with the itchiness. Further follow-up was attempted but was unsuccessful. The outcome of the irritation is unknown.